Event description:
Customer reported her adc blood glucose meter had a fast-draining battery issue. Customer further reported that on an unspecified date/time she began to experience "excessive sweating", but due to the battery having drained out she could not test. Customer self-treated by self-administering an unspecified amount of humalog insulin and then self-presented to a local healthcare facility where she was diagnosed with hyperglycemia. Customer was treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Investigation of the returned product determined the cause to be isolated to the capacitor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. (B)(4).